Event description:
Guidant received information that this external accessory did not function and the physician made a comment that this accessory adds too many cables to the sterile field. The physician suggested that there by only one port in this accessory and that a three-cable biventricular cable be used the adapt the leads into the accessory.